Manufacturer narrative:
The customer will send the footswitch for in-house evaluation. Investigation including root cause analysis in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "footswitch failed" (device operates differently than expected). The nurse reported the footswitch failed during surgery. The footswitch was switched out and the case was completed as planned. No patient injury was reported.